Event description:
It was reported that during surgery, two stardrive screwdrivers were discovered stripped. The surgeon was performing an open reduction internal fixation procedure, while attempting to insert the first screws into the plate, the surgeon was unable to use the first screwdriver, he then attempted to use a second screwdriver and was unable to use that one, the surgeon used the third screwdriver and surgery was successfully completed. There was a 15-30 minute delay in surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history reports for p/n 03.114.010, lot 7520021, showed no nonconformances generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.